Manufacturer narrative:
(B)(4).

Event description:
It was reported "md was performing the procedure according to IFU. However, the balloon of the catheter didn't swell. Md could not proceed with the procedure, and md finished using the same product." There was no patient death, serious injury, or complication reported.

Event description:
It was reported "md was performing the procedure according to IFU. However, the balloon of the catheter didn't swell. Md could not proceed with the procedure, and md finished using the same product." There was no patient death, serious injury, or complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iab bladder was fully intact with no damage noted. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.